Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damaged. Customer stated moisture from the swimming pool and they did not hear any fluid while shaking the insulin pump. Customer stated fluid under the lcd display and had crack in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.